Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon noted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -11.00 tore/broke before loading on 23/march/2023. There was no patient contact. The lens was not implanted. A replacement lens of the same parameters was implanted into the left eye (os) and the problem was resolved. The reporter indicated the cause of the event is unknown device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with debris on product. Visual inspection found haptic torn/bent with debris throughout the lens. Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -11.00 diopter, tore before loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk, a5: unk, a6: unk, h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).